Event description:
Hepatic decompensation/hepatocellular failure [hepatic failure]; radiation induced liver damage [radiation injury]; extensive disease progression/new lesions visible in the liver [disease progression]. Case description: initial information received on 04-feb-2016 with additional information received on 05-feb-2016: this spontaneous medical device report was received from a physician and other health professional concerning a (B)(6) year old male patient. The patient's medical history included right hemicolectomy in (B)(6) 2014 for colon adenocarcinoma, liver resection (segment 6 only) for liver metastasis in (B)(6) 2014, multiple new liver metastases not suitable for further surgery in (B)(6) 2015, and active ischemic heart disease (and due to this was referred for consideration of selective internal radiation therapy (sirt). The patient's concomitant medications were unknown. The patient received therasphere (lot number 1599166, vial # 93, expiration date 31-jul-2015) 3.57 gbq on administration for liver metastases from colon cancer on (B)(6) 2015. On (B)(6) 2015, the patient developed extensive disease progression and on (B)(6) 2015 developed radiation induced liver damage and hepatic decompensation. Liver function tests were normal at the time of therasphere administration on (B)(6) 2015. On (B)(6) 2015, a CT scan showed extensive disease progression with new lesions visible in the liver. On (B)(6) 2015, the patient developed abdominal swelling, ankle oedema and elevated bilirubin. On (B)(6) 2015, a CT scan showed ascites but no biliary dilatation. It was reported that on an unknown date the patient had become very unwell and a presumed diagnosis of radiation induced liver damage was made. The patient was treated with dexamethasone. There was initial slight improvement, followed by a rapid deterioration in early (B)(6) 2016. The patient was admitted for supportive care. On (B)(6) 2016, the patient died in hospice. The reporting physician assessed the event of hepatic decompensation as serious with the criteria of life-threatening and fatal and related to treatment with therasphere, but did not assess the intensity or causality of radiation induced liver disease or disease progression. The company assessed radiation induced liver disease and disease progression as serious (both medically significant). The symptoms of abdominal swelling, ankle oedema and elevated bilirubin were subsumed under the event of radiation induced liver damage. Additional formation received on 09-mar-2016: risk assessment: it is estimated that 8024 patients have been treated and reports of hepatic decompensation, disease progression and rild are low. Hepatic decompensation and liver failure has been seen 13 (0.16) patients between (B)(6) 2015 and (B)(6) 2016. Reports of death from disease progression have been seen in 10 (0.1%) patients and there have been no further reports of rild. Therefore, this report does not change the established benefit: risk profile of the product. Number of devices you supplied in the (B)(6), EU and world-wide (select and specify the most suitable time period for these data, e.g. Within last 12 months, or since first sold): 2005 until the end of march 2015. (B)(4). Date when device was first supplied in the (B)(6): therasphere was first supplied in the UK in 2009. This report is final. Case comments: the events of hepatic failure is listed whereas radiation injury and disease progression are considered to be unlisted according to therasphere current reference safety information. In agreement with the reporting physician, the company considers that hepatic failure is related to treatment with therasphere and in the absence of an assessment by the reporting physician, the company considers the event of radiation injury as related to treatment with therasphere and disease progression as not related to treatment with therasphere due to the patient's history of advancing disease and new liver metastases prior to treatment.

Event description:
Hepatic decompensation/hepatocellular failure [hepatic failure]. Radiation induced liver damage [radiation injury]. Extensive disease progression/new lesions visible in the liver [disease progression]. Case description: initial information received on 04-feb-2016 with additional information received on 05-feb-2016: this spontaneous medical device report was received from a physician and other health professional concerning a (B)(6) year old male patient. The patient's medical history included right hemicolectomy in (B)(6) 2014 for colon adenocarcinoma, liver resection (segment 6 only) for liver metastasis in (B)(6) 2014, multiple new liver metastases not suitable for further surgery in (B)(6) 2015, and active ischemic heart disease (and due to this was referred for consideration of selective internal radiation therapy (sirt). The patient's concomitant medications were unknown. The patient received therasphere (lot number 1599166, vial # (B)(4), expiration date 31-jul-2015) 3.57 gbq on administration for liver metastases from colon cancer on (B)(6) 2015. On (B)(6) 2015, the patient developed extensive disease progression and on (B)(6) 2015 developed radiation induced liver damage and hepatic decompensation. Liver function tests were normal at the time of therasphere administration on (B)(6) 2015. On (B)(6) 2015, a CT scan showed extensive disease progression with new lesions visible in the liver. On (B)(6) 2015, the patient developed abdominal swelling, ankle oedema and elevated bilirubin. On (B)(6) 2015, a CT scan showed ascites but no biliary dilatation. It was reported that on an unknown date, the patient had become very unwell and a presumed diagnosis of radiation induced liver damage was made. The patient was treated with dexamethasone. There was initial slight improvement, followed by a rapid deterioration in early (B)(6) 2016. The patient was admitted for supportive care. On (B)(6) 2016, the patient died in hospice. The reporting physician assessed the event of hepatic decompensation as serious with the criteria of life-threatening and fatal and related to treatment with therasphere, but did not assess the intensity or causality of radiation induced liver disease or disease progression. The company assessed radiation induced liver disease and disease progression as serious (both medically significant). The symptoms of abdominal swelling, ankle oedema and elevated bilirubin were subsumed under the event of radiation induced liver damage. Follow-up information has been requested. Case comments: the events of hepatic failure is listed whereas radiation injury and disease progression are considered to be unlisted according to therasphere current reference safety information. In agreement with the reporting physician, the company considers that hepatic failure is related to treatment with therasphere and in the absence of an assessment by the reporting physician, the company considers the event of radiation injury as related to treatment with therasphere and disease progression as not related to treatment with therasphere due to the patient's history of advancing disease and new liver metastases prior to treatment.